Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient with hepatitis underwent an ablation procedure with a lasso® nav eco variable catheter and the catheter loop contraction became stuck during the procedure. It was reported that during procedure the loop of the lasso® nav eco variable catheter lost ability. There was no information how the procedure was completed but it was reported that it was completed successfully without delay. The loop was fixed in full contraction and the knob could not be turned or pushed up or down. There was difficulty in removing the catheter but it was removed normally without intervention. There is no indication that special intervention was required to remove the device from the body. An agilis 8.5f sheath was used. There was no report of consequence. According to additional information received, there was unspecified physical ¿damage¿ to the tip of the catheter.